Event description:
It was reported that pump display was sometimes unresponsive, as described by patient¿s mother. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or outcome of the event.